Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited varying shock impedance measurements from less than 20 ohms to greater than 125 ohms during implant. Boston scientific technical services (ts) discussed potential electromagnetic interference (emi). No adverse patient effects were reported. This device was explanted and replaced one month later due to biv upgrade.